Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The single-port fenestrated bipolar forceps instrument was transferred to a failure analysis engineer (fae) for additional testing. The fae confirmed the failure analysis (fa) investigation. The instrument was found to have a broken molded insulator and as mentioned by the initial fa, the component was found to be missing a piece which was not returned. The molded insulator can break if excessive force is applied to the jaws or due to improper handling. An additional finding was not mentioned in the initial fa. The backside of the grips of the side of the jaws that had the broken molded insulator was found to have mechanical abrasions/indentations. It was noticed that the unbroken grip did not exhibit obvious mechanical abrasions/indentations. The root cause is typically attributed to mishandling/misuse and can be caused if the instrument's grips are subjected to collisions or improper handling during reprocessing.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the single port fenestrated bipolar forceps instrument broke in two pieces in the middle of the procedure and fell inside the patient. All the broken pieces were recovered from the patient's body. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken instrument, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the single port fenestrated bipolar forceps instrument and completed the evaluation. Failure analysis found the primary failure of instrument grips tips broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.08" x 0.09" was found to be broken off. The broken piece was not returned. Common causes of the failure mode broken instrument grips -tips are typically attributed to the user, such as excess force applied to the instrument jaws. This damage during use may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted partial nephrectomy surgical procedure, the single port fenestrated bipolar forceps instrument broke and two pieces fell inside the patient. The fragments were retrieved during the same procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.fields g5 and g7 are not applicable.